Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. The service record showed that although the failure code was relevant to the current complaint condition, the root cause of the failure was found to be irrelevant. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the most probable cause for the found defect was due to unauthorized repair by a third party. The assignable root cause was determined to be due to failure to follow instructions. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was received in an extraordinary bad condition - traces of an unauthorized repair attempt was found, and nearly all parts of the handpiece failed assessment. It was further observed that there were traces of improper tools which showed attempts to open the handpiece. It was further observed that the device failed testing due to wear of spare parts. It was determined that the unlocking sleeve of the screw was broken, and scratch marks were visible in various places of the handpiece. It was further determined that the device failed pretest for visual assessments, loctite assessment, cutter lock assessment, safety assessment, noise assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device was not working properly pre-operatively. It was not reported if there were any delays in the surgical procedure of if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.